Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, the pully threads within the fenestrated bipolar forceps instrument jaws broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument was duly inspected by the operating room (or) staff and by the operating surgeon as well prior to usage and instrument was found to be in good condition. There was no indication of thermal damage from the instrument during the surgery and hence, it was not reported by the surgeon. There was no observation of arcing and the surgeon and the or staff did not report arcing. The instrument was able to deliver energy properly as per desired energy settings. There was no patient injury reported and the procedure was completed using a backup instrument. The surgeon reported damage of the pulley wires thereby resulting no endowrist movements.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable caused the instrument to not open or close properly. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was also found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. Additional observation found unrelated to the reported complaint: the instrument was found with charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The complaint was confirmed by failure analysis.